Event description:
The customer reported that his olympus colonovideoscope was displaying an e315 error code. According to the initial reporter, this event did not take place during clinical procedure, there have been no reports of patient harm or clinical delays.

Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), and a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e315 error code was present on the display and no image was present. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, adhesive failure, and fluid ingress. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that a leak caused the reported failure to occur. The device evaluation revealed fluid ingress, and water invasion in the scope connector could have compromised the unit¿s electrical components and produced the reported error code failure mode. Olympus will continue to monitor the field performance of this device.